Manufacturer narrative:
The initial MDR 2432235-2017-00347 was filed on june 2, 2017. Additional information (05/18/2017): a siemens headquarter support center (hsc) specialist found the cytogram delete command was not configured. A siemens customer service engineer (cse) was dispatched to the customer site and implemented a procedure in the centralink server (windows task scheduler) to delete old cytograms from the file transfer protocol (ftp) folders. When a problem occurs in an image ftp transfer from the analyzer to centralink, the cytogram file will remain in the folder, eliminating the chance of an old image being used in the future with the same file name/number. It is suspected that an old image with the same file name was picked by the ftp to transfer to laboratory information system (lis); however, this cannot be confirmed. Service is working with the customer's it and with the lis provider to make sure the lis ftp server deletes the image files in a timely manner, so the chances of repeating an image file name/number are eliminated. There were no further recurrences. The cause of an incorrect cytogram image being transferred was due to a configuration issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens is investigating this issue.

Event description:
The customer reported a hematology image of a patient sample had been erroneously transferred to the laboratory information system (lis). The image in the lis did not match the image in centralink. It is unknown if the image was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the error.